Manufacturer narrative:
Updated b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which reported that the left femoral access site was used. Two pre implant dilations were performed using 18 mm and 20 mm balloons. The confida guidewire was used during this procedure. Prior to slowly withdrawing the dcs, the nosecone of the dcs was not centered within the valve frame infold by slightly retracting the wire. The cause of the dislodgement was reported as inadequate movement of the guidewire when removing the nosecone as it was not centered, plus severe calcification at the annulus level. The patient's calcified anatomy contributed to the dislodgement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: evproplus-29, serial/lot #: (B)(6), ubd: 10-apr-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a patient with complex anatomy due to the severe amount of calcium within the native annulus, the native valve was pre-dilated using a 18 mm balloon. The valve was implanted at an adequate depth. While removing the nosecone of the delivery catheter system (dcs), a sudden maneuver caused the dcs to catch in the c plate of the valve, lifting the valve and resulting in dislodgement. A second transcatheter aortic valve was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Image review: intraprocedural fluoroscopic images post valve dislodgement were provided for review. It was reported that the nose co ne interacted with the frame; however, images of the dislodgement were not captured so it is not possible to validate cause of the dislodgement. Of note, caution is needed while withdrawing the delivery catheter system to minimize interaction with the valve frame. The valve appeared to have dislodged to the ascending aorta. Subsequently, the dislodged valve was snared, and a second valve was implanted. The patient¿s executive summary was not provided for anatomical review. Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.